Manufacturer narrative:
While user was transgressing a ramp, the center wheels lost contact with the ramp, and the user turned into the ramp resulting in alleged injury. Ramp specifications are unknown, along with chairs performance settings. No confirmation of alleged injury. MDR filed based on injury allegations. Manufacturer has contacted consumer's father and dealer to service chair. Information indicates chair remains in use.

Event description:
The consumer was going down his ramp when the center wheels allegedly came up, and the chair was uncontrollable on the front and rear wheels, causing the consumer to hit the railing on the ramp. This allegedly resulted in a broken leg.